Manufacturer narrative:
The device was not returned to the manufacturer for investigation. Therefore, the customer complaint was not confirmed. There was no harm to the patient.

Event description:
During a cholesectomy procedure, the device (5mm visuloc clip applier) did not fire the clip. There was no harm to the patient.